Event description:
Attempted lacrinal intubation using crawford tubes - left needle came off silicone tubing. Further attempts to reintubate failed and facility discovered there is a small piece of silicone left in pt. Pt will have to return at a later date for "d.c.r.".